Event description:
Reportedly, all of the lights on the device were on, no matter what the patient does. Help desk advised patient to unplug the device, wait a full minute, and then re-plug it. According to patient, the device immediately displayed all of the lights on. The smv home monitor would not respond to reset or pit. The patient tried plugging it into a different power outlet and the issue persisted, even after being plugged in for roughly a minute. The patient reported that there had been a recent car accident impacting electricity in his neighborhood. As this box was plugged directly into the wall, this smv home monitor was likely impacted by the power surge.

Manufacturer narrative:
Preliminary analysis showed no unusual events. According to the patient description, this hm seems to be broken, not defective.

Event description:
Reportedly, all of the lights on the device were on, no matter what the patient does. Helpdesk advised patient to unplug the device, wait a full minute, and then re-plug it. According to patient, the device immediately displayed all of the lights on. The smv home monitor would not respond to reset or pit. The patient tried plugging it into a different power outlet and the issue persisted, even after being plugged in for roughly a minute. The patient reported that there had been a recent car accident impacting electricity in his neighborhood. As this box was plugged directly into the wall, this smv home monitor was likely impacted by the power surge.

Event description:
Reportedly, all of the lights on the device were on, no matter what the patient does. Helpdesk advised patient to unplug the device, wait a full minute, and then re-plug it. According to patient, the device immediately displayed all of the lights on. The smv home monitor would not respond to reset or pit. The patient tried plugging it into a different power outlet and the issue persisted, even after being plugged in for roughly a minute. The patient reported that there had been a recent car accident impacting electricity in his neighborhood. As this box was plugged directly into the wall, this smv home monitor was likely impacted by the power surge.